Event description:
Procedure type: laparo rectum. According to the reporter: during procedure, the seal was disengaged. Air leakage occurred from the seal part. Used another. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time extension: unk. No pt injury reported. No add'l info available.

Manufacturer narrative:
(B)(4).